Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Additional findings not related to customer reported complaint: the instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This caused the loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, a medium-large clip applier instrument misfired. No other information was provided.